Manufacturer narrative:
Product was returned for evaluation. The underlying cause documented on the returns expanded evaluation report is identified as: utilizing existing complaint information and actual observations of the returned product in its "as received" condition, the complaint was confirmed for the broken weld on the side frame.

Event description:
Dealer advised right lower rear side frame broke at a weld.